Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient inquired as to next steps related to recall letter, and also stated, "I had my implants [allergan] removed and replaced [mentor] in 2017. My chest was a mess, they had to remove all the silicone." Device has been explanted. This is the right side record.